Event description:
It was reported that the pt never had therapeutic effect. The pt had several reprogrammings and lead revisions performed. No details were provided regarding these events. The pt was admitted to the hosp to have the implantable neurostimulator removed and a pump implanted. No info was provided related to the pt's outcome. Add'l info was requested but not available as of the date of this report. A f/u report will be filed if add'l info becomes available.

Manufacturer narrative:
(B)(4).